Event description:
It was reported that during a laparoscopy procedure, the unit burned the pt. Dark marks appeared on pt's omentum and the account believes it came from the scope unit. Further, the marks were discovered after the procedure was completed. The slight burns on the pt were the only adverse consequences reported.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.